Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the entire lead was received for analysis. Dried blood and body fluid was noted throughout the leads lumen. A cut was noted at 54-57 mm from the terminal pin. Analysis could not confirm the reported clinical allegation and determined electronically, the lead met specification.

Manufacturer narrative:
According to available information, this lead was removed and will be returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this left ventricular lead displayed loss of capture. Impedance measurements were within normal values. An x-ray revealed the lead was dislodged. A revision procedure was performed, however attempts to reposition this lead were unsuccessful. The lead was removed. No adverse patient effects were reported. An epicardial lead will be implanted in the future.